Manufacturer narrative:
The device was returned to philips for bench repair. The bench engineer confirmed that the units charging port is physically damaged, pin broke off inside. The front case assembly was replaced resolving the issue. Nbp, co2, and touch screen was calibrated by philips technician. Device functions are working correctly. The unit was returned to the customer site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the pin broke off inside causing the unit not to be able to be charged.